Manufacturer narrative:
Additional information: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive change overtime. The lens was explanted and replaced with a shorter length and different power lens. This resolved the problem. The cause of the event was reported as user error but noted the device did fail to perform as intended. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive change overtime. Lens remains implanted. The cause of the event was reported as user error but noted the device did fail to perform as intended.

Manufacturer narrative:
Manufacturer narrative: refractive change over time. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).